Event description:
It was reported that during deployment of a vascular stent in the right sfa, approximately 2 cm of the stent was deployed and the stent started to back up on itself. The deployment was aborted and the entire stent system was removed without incident. Another stent was successfully deployed. No patient injury was reported.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.